Event description:
While attempting to place a penumbra 3x8 complex extra soft finishing coil, dr. (B)(6) commented that he was getting resistance. We could see that the coil was "snaking" as it was trying to enter the coil mass inside the aneurysm. He continued to deploy the coil for a few more seconds and stated that he thought he should abort this deployment. Upon bringing the coil back through the px slim microcatheter, he noticed that the coil was retracting on a 1 for 1 basis as he was pulling out. He completely removed the px slim and the coil was hanging out in the carotid artery. He used a goose neck snare and retrieved the coil without incident. There was no patient sequelae.

Manufacturer narrative:
This device did not return for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device disposed of.